Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 49 mg/dl. Customer stated that home button had crack and retainer ring was missing. Customer stated that had been dropped. Customer stated that the reservoir did not lock in place when inserted into insulin pump. The insulin pump will returned for analysis.